Manufacturer narrative:
Date of initial report : 09/02/2009. The site has indicated that the incident sample has been discarded. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. The IFU for this device states to always keep the external surface of the instrument jaws away from adjacent tissue while activating the instrument. During a seal cycle, energy is applied to the area between the instrument jaws. This energy may cause water to be converted into steam. The thermal energy of stem may cause unintended injury in close proximity to the jaws. Care should be taken in surgical procedures occurring in confined spaces in anticipation of this possibility.

Event description:
The customer reported that while sealing during the last portion of a hysterectomy, the bowel dropped down and steam from the device created a burn on the small bowel, perforating it. The patient was reported as being okay at the time of the report.